Manufacturer narrative:
(Remove brand name t:slim x2 insulin pump, add t:slim x2 insulin pump with basal-iq technology). (Remove common device name insulin pump, add automated insulin dosing, threshold suspend). (Remove procode lzg, add procode ozo). (Remove uid #(B)(4), add uid # (B)(4)). (Remove PMA/510k #k111210, add PMA/510k #p180008).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Reportedly, the pump was reset to resolve the reported issue.